Event description:
The customer reported falsely elevated hemoglobin (hgb) result, for one patient, involving the coulter lh 500 hematology analyzer. The falsely elevated result was released out of the laboratory and questioned by the physician. The physician requested a second sample collection from the patient which produced a lower hemoglobin result and matched the patient's clinical state. The customer also reported elevated red blood cell (rbc) and low white blood cell (wbc) count. On the re-draw results, rbc and hgb were lower and wbc was higher compared to the initial values. The initial patient sample was received at the laboratory through a chute mechanism prior to analysis. The customer stated, per the pathologist, the patient's clinical condition (dehydration) had some effect on the results. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) reported the customer stated service was not requested with regards to the falsely elevated hemoglobin result. The customer stated the event occurred only on one patient sample and was not convinced that it was an instrument issue. The fse serviced the instrument on an issue unrelated to the falsely elevated hemoglobin result. The customer reported abnormal ii control would give r flag and/or voteout. The fse replaced the tubing from the blood sampling valve (bsv) to the mix chamber and from the mix chamber to the flow cell. The fse bleached the diff loop at ff32 to the mix chamber. Dc counts were acceptable on patient results in service mode. The fse warmed the pak to see if this would affect the abnormal ii control. Service activity performed was verified to meet the specified requirements per established procedures.